Event description:
It was reported that the unspecific bd pen needle experienced leakage and not getting the full dose of medication. The following information was provided by the initial reporter: from phone call on 2023-04-25 11:59:43: consumer reported added the needle is bent when removed from site. Consumer reported also sometime hurts and bleeds from phone call on 2023-04-21 12:38:40: this consumer called cares back and left a message on our voice mail stated injections are painful and has leakage. Not sure if getting full dose. Medwatch report from novo nordisk - outcome reported - needle hurts when it goes in skin (injection site pain) outcome reported a drop or two of blood runs down my stomach when removed the pen from the injection site. Outcome reported hard spots on stomach from where I have injected novolog flexpen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: customer returned (3) pen needles loose from the unknown lot#. It was reported by the consumer that needle hurts when it goes in skin (injection site pain), bruise, needle bent. The returned samples visually inspected and observed one pen needle with broken pe cannula and two pen needles with bent pe cannulas. As the return samples were open root cause cannot be determined. Based on the condition(bent/broken) of the return samples, unable to check the diameter of the cannula, needle point integrity, leakage, functionality test and perform flour test. No DHR review can be carried out as lot number is unknown. Unconfirmed: based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E4. The initial reporter also notified the FDA via medwatch # mw1035992. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecific bd pen needle experienced leakage and not getting the full dose of medication. The following information was provided by the initial reporter: from phone call on (B)(6) 202311:59:43: consumer reported added the needle is bent when removed from site. Consumer reported also sometime hurts and bleeds. From phone call on (B)(6) 202312:38:40: this consumer called cares back and left a message on our voice mail stated injections are painful and has leakage. Not sure if getting full dose. Medwatch report from novo nordisk - outcome reported - needle hurts when it goes in skin (injection site pain). Outcome reported a drop or two of blood runs down my stomach when removed the pen from the injection site. Outcome reported hard spots on stomach from where I have injected novolog flexpen.